Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 576-577 mg/dl. A correction bolus was delivered to address bg level prior to arriving at the ER. Customer was treated with intravenous saline and insulin and was released on (B)(6) 2022 with no permanent damage. The customer alleged the infusion set potentially was the cause for the reported issue, however, there was no infusion set issue identified on the report with tandem technical support (cts). Cts performed a pump system check and verified the pump functioned as intended.